Event description:
Pt was being moved via lift with 4 staff to assist. Lift collapsed (the lifting lever collapsed). Pt fell to floor landing on sacral area. Complained of severe back pain and difficulty breathing. Spinal x-ray neg. Pt expired 4 1/2 hrs later. Post-mortem identified cause of death as pulmonary edema, not directly related to fall; likely due to arrhythmia.